Event description:
During the transfemoral tavr procedure, the 29mm sapien xt was prepped per IFU, minus 2 cc¿s of volume. The valve was positioned and deployed 95/5 (a/v), as intended. However, there was moderate paravalvular leak (pvl) observed. The valve was post dilated with an additional 1.5 cc volume. The aortography still showed moderate pvl. After much discussion it was decided to place a second valve. A second 29mm valve was prepped per IFU, minus 1 cc volume. It was positioned one cell length more ventricular, with a final position of 90/10 a/v. No regurgitation was noted by tee and aortography. The patient did well. The perceived cause for the pvl was the too aortic placement and bulky distribution of calcium. It was noted that the ¿site likes to be very aortic in deployment.¿ the patient¿s native annulus area was 560 mm2 with moderate native annular calcification, severe native leaflet calcification, and moderate aortic root calcification. The coaxial alignment of the valve and delivery system during the first deployment was indicated as poor.

Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the initial aortic placement of the valve, along with bulky distribution of calcium contributed to the pvl. A second valve corrected the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.